Manufacturer narrative:
Results code 1: 213 a review of the manufacturing and sterilization records for the device verified the lot met all pre-release manufacturing and sterilization specifications. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and infection.

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, it was noted in the medical record that the physician suspected infection. Details of the infection were unknown because the attending physician transferred to other hospital. On an unknown date in (B)(6), 2020, aneurysm enlargement (amount unknown) and a distal type I endoleak in the right limb were observed. On (B)(6) 2020, the patient underwent a reintervention. The right internal iliac artery was coil embolized. An additional stent graft was deployed to extend the right limb device distally. The patient tolerated the procedure. The physician stated as follows: the patient had high risk of infection due to chronic renal failure and dialysis. No bacteria have been detected at this time, and the patient had no fever. Therefore, additional procedure was performed for distal type I endoleak only. We¿re going to monitor the patient. The fsa stated as follows: the physician was considering whether to prescribe antibiotics to patient. It appeared that there was an aneurysm or inflammation from the abdominal aortic aneurysm to the bilateral common iliac arteries.